Event description:
It was reported that the patient had power cable disconnected alarms on the white cable and low voltage alarms frequently occurred during daily activities at home. The alarms occurred during battery and power module connection. The battery clips and then the batteries were replaced, but the same alarms were reproduced. The hospital decided to replace the system controller to the backup controller. The controller exchange resolved the alarms. The system controller will be collected during august and returned for analysis.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect alarms on the white power cable and low voltage alarms active was confirmed via analysis of the submitted and downloaded log files; however, the reported event was not confirmed during testing. The heartmate 3 system controller (serial number (B)(6)) was returned and evaluated at abbott and a log file was downloaded and submitted. The submitted log file (labeled (B)(4)) and the downloaded log file from the returned system controller contained combined overlapping data spanning approximately 13 days (27jul2022 ¿ 30jul2022 per the timestamp). The driveline was disconnected on 30jul2022 at 12:13:11 which is consistent with a controller exchange due to alarms being active and the driveline was not connected again throughout the rest of the log file. The log file captured atypical power cable disconnect alarms active while connected to battery power on 27jul2022 at 07:08:06, 07:10:45, and 10:24:54, on 28jul2022 at 11:59:35, and on 29jul2022 at 18:01:42 and 18:01:50 due to the rsoc voltage in the white power cable dropping to approximately 0 volts. The alarms resolved on their own each time when the rsoc voltage in the black power cable was restored to its expected voltage threshold and pump speed was not affected. Additionally, the log file captured atypical low voltage alarms active on 27jul2022 at 8:35:50 and 8:48:02 due to the rsoc voltage in the white power cable dropping atypically to 0 volts without any routine voltage depletion. The alarms resolved on their own when the rsoc voltage was restored to its expected voltage threshold and pump speed was not affected by the alarm. The returned system controller was functionally tested and passed all steps without issue. The controller was connected to a mock circulatory loop for an extended period of time and operated a pump without issue without any atypical alarms active. Throughout testing, several attempts were made to reproduce the reported event by manipulating the power cables; however, it was unable to be reproduced. The resistance of the underlying wires as well as the current leakage of the underling wires was measured and all wires measured as intended. The polyurethane jacket of both power cables was dissected, and the underlying wires were in unremarkable physical condition. The underlying conductors were not exposed. Provided information stated that the controller exchange resolved the alarms, the serial number of the exchanged batteries could not be confirmed, the lot number of the exchanged clips could not be confirmed, and the tracking number will be provided. The root cause of the reported event could not be conclusively determined though this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and quality assurance (qa) specifications. (B)(6) was shipped from abbott on 06jun2019. Heartmate iii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including power cable disconnect alarm conditions, low voltage alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii IFU section 8 entitled ¿caring for the equipment¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate iii patient handbook and heartmate iii IFU caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section e: this event occurred at (B)(6), japan. Correction to the manufacturer's investigation conclusion: the heartmate 3 system controller (serial number (B)(6)) was returned and evaluated at abbott and a log file was downloaded and submitted. The submitted log file and the downloaded log file from the returned system controller contained combined overlapping data spanning approximately 9 days (21jul2022 ¿ 30jul2022 per the timestamp). No further information was provided. The manufacturer is closing the file on this event.